Event description:
It has been reported to the co that during the procedure, this device leaked at the valve. The device was removed and replaced. There is no report of pt injury. The device is being returned for the co's analysis.